Manufacturer narrative:
B2 - outcomes attributed to adverse: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. X-rays provided by the account showed the internal and external portions of the patient's driveline, pump, and controller. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative info. H6 - adverse event problem updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The results of the echocardiogram were provided on (B)(6) 2024. The pump settings at time of exam were 5000 rpm, flow 4.5, pulsatility index (pi) 3.9, and power 3.6 w. The left ventricle (lv) was severely dilated. Lv function was severely reduced. The left ventricle was normal in thickness and there was echocardiographic evidence of diastolic dysfunction. There was global hypokinesis of the lv. The right ventricle (rv) was not well visualized. Rv function could not be assessed. There was mild tricuspid regurgitation. The aortic valve opened every beat, despite the left ventricular assist device (lvad). There was mild aortic regurgitation. The right atrium was enlarged, and the left atrium was severely enlarged. There was trace pulmonic valve regurgitation. There was no evidence of a pericardial effusion. Compared to prior study, there was no significant change. A complete transthoracic echocardiogram was performed (2d, m-mode, spectral and color flow doppler imaging). The image quality of this exam was suboptimal. It was also stated that the decision had been made that pump repositioning was not currently indicated, and that no surgery would occur.

Event description:
It was reported that the site was considering repositioning of the patient's pump. The patient was 6 months post implant and still struggled with heart failure and now required outpatient inotropes. It was stated on (B)(6) 2024 that no imaging had been done recently and that the patient was scheduled to have an echocardiogram on (B)(6) 2024. The patient would be meeting with the cardiothoracic surgery team on (B)(6) 2024 to discuss the possibility of repositioning their pump. No planned intervention was reported at this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.